Manufacturer narrative:
(B)(4). Maude report number: mw5067562.

Event description:
New information received states that the patient received inappropriate hv therapy due to lead noise. During the lead explant procedure the lead tip broke off into the pericardium and migrated causing irritation in the heart, and pericarditis. The lead and tip were explanted. There were no adverse events.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin. Net transmission showed that the patient received a vibratory notifier for low pacing lead impedance. The patient was going to be called into clinic for evaluation. No further information is available at this time.